Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the post-operative ward about 4 hours later the urine leaked from the foley catheter.

Event description:
It was reported that in the post-operative ward about 4 hours later the urine leaked from the foley catheter.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted that temperature sensor was cut off. Filled urine lumen with di water and di water immediately leaked from tear at the urine lumen. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.